Manufacturer narrative:
(B)(4). Approximate age of device - 6 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the lvad clinic after calling the previous day to complain of several days of progressive fatigue, loss of appetite and unsteadiness. During this time, the patient reported having multiple low flow alarms, mostly when up and standing. The patient also felt nauseated and had vomited twice in the evening. Over the last 2 days, the patient's stools had become black and not formed. No bright red blood per stool or nose bleeds or any other bleeding noted. The patient denied fevers chills, or body aches, or lower extremity swelling, however admitted that his belly feels a bit bloated and is short of breath when walking. No paroxysmal nocturnal dyspnea postnasal drip (pnd). No discharge from the percutaneous lead (driveline) or equipment issues. An esophagogastroduodenoscopy was performed with arteriovenous malformation (avm) clip. No additional information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not be conclusively established through this investigation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.